Event description:
A theater nurse reported air bubbles coming down the infusion line releasing bubbles into the eye during a cataract with intraocular lens implant procedure. Following a five minute delay to exchange the cassette, the surgeon completed the case with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).